Event description:
The customer reported hydrogen peroxide contact. The customer did not know when the contact occurred. The customer did not report how the contact area appeared. The employee did not seek medical attention or require treatment. Attempted to contact the customer to obtain additional info and set up a site visit, but the customer was not available.

Manufacturer narrative:
Attempted to contact the customer to arrange service, but the customer was not available.